Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas during a pancreatic cyst drainage procedure performed on (B)(6) 2024. During the procedure, under echo guidance, the target site was punctured, and the handle was manipulated to the second step, but the stent could not be deployed. Fluoroscopy revealed that only the tip of the stent was visible because the outer sheath did not unravel. After waiting for a while and attempting to move the sheath, the stent was still unable to deploy. The stent was then removed partially deployed on the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the axios stent and electrocautery enhanced delivery system instructions for use (IFU) states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instruction for use (IFU).

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Block d2b: additional pro code: pcu. Block e1: initial reporter's facility name is(B)(6) hospital; reported here as the facility name exceeded character limit for designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received partially deployed. Functional inspection related to the deployment of the stent was performed, the catheter was unlocked by sliding the catheter lock to the right, and the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position. The stent was deployed, and no problems were noted. Destructive inspection was also performed, and the delivery system was disassembled to identify the torsion (rotational damage), and the outer sheath was not found twisted. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. It was reported that the handle was rotated as the device was luer locked to the scope. However, the IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Block d2b: additional pro code: pcu. Block e1: initial reporter's facility name is (B)(6) medical center hospital; reported here as the facility name exceeded character limit for designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas during a pancreatic cyst drainage procedure performed on (B)(6) 2024. During the procedure, under echo guidance, the target site was punctured, and the handle was manipulated to the second step, but the stent could not be deployed. Fluoroscopy revealed that only the tip of the stent was visible because the outer sheath did not unravel. After waiting for a while and attempting to move the sheath, the stent was still unable to deploy. The stent was then removed partially deployed on the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the axios stent and electrocautery enhanced delivery system instructions for use (IFU) states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instruction for use (IFU).